Event description:
Used icyhot heat therapy patch for arm, neck and leg and received a bad burn on knee, still have scar, also used icyhot heat therapy patch for back with the same results. Dates of use: 2007. Diagnosis or reason for use: arthritis. Event abased after use stopped or dose reduced? No.